Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose 440 mg/dl and she was off the insulin pump, while blousing it was 420 mg/dl. The customer was hospitalized due to non diabetic issue and she had congestive heart failure. It was also reported that the customer received pump error alarm. The insulin pump passed the self test and displacement test. The insulin pump will not be returned for analysis.